Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill notifications after loading the cartridge with a total of 120 units of insulin. The customer successfully loaded another cartridge. The customer's blood glucose level was 168 mg/dl.